Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response on the escape button due to corroded keypad traces noted. Moisture damage was noted on the lcd board. No unexpected button error alarms noted. Unable to perform displacement test due to unresponsive keypad. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was unknown. Troubleshooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.